Event description:
The user stopped hearing with the device in 2024. The user was re-implanted with a new device. Additional information has been requested.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user stopped hearing with the device in 2024. The user was re-implanted with a new device.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient has no longer benefit with the device. In situ measurements are indicative of a device malfunction. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was lost and is not available for investigation.